Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump. It was reported that for a while now, the handset had been lagging at 90% when trying to bolus and for a couple of days it would not connect at all and it would show to close the app or wait service code 156 and 328. Agent reviewed data and assisted in deleting the data. They were able to connect to the pump with no lag. They  mentioned they were going to have the pump filled today and they will be adding marcaine.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.